Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
Received mandatory and voluntary report form: "event desc: pt post lower extremity arteriogram had artery closed with starclose device. After closure device deployed, pt's right pedal pulses were no longer able to be located by doppler. Interventional radiologist present. Ankle brachial index (ab) ordered. Afterward, pt re-prepped for a second arteriogram. Right foot somewhat mottled in appearance and cooler to touch. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." No further info is availabe at this time. Pt status is unk.